Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare specialist that the patient and ventilator side collar on the expiratory limb of an rt265 infant evaqua 2 breathing circuit was found to be cracked after six days of use with a ht50 ventilator. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt265 infant evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k034026. The complaint rt265 infant evaqua2 breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report upon completion of our investigation

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare and was visually inspected and pressure tested. A water bath test was used to identify the source of the leak. Results: the pressure test revealed the product was not performing within specifications. Visual inspection revealed that the straight connector on the expiratory limb was cracked across the entire length of the collar. The water bath test identified the source of the leak to be the ventilator end of the expiratory limb. A lot check revealed no other similar complaints for the lot number provided. Conclusion: despite requesting additional information from the hospital, we were unable to determine what has caused the connector to crack. All infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the breathing circuit was used for six days prior to the observed cracking. This suggests that the complaint circuits were within specification prior to being released for distribution. Our user instructions that accompany the rt265 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "This product is intended to be used for a maximum of 7 days."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare specialist that the patient and ventilator side collar on the expiratory limb of an rt265 infant evaqua 2 breathing circuit was found to be cracked after six days of use with a ht50 ventilator. No patient consequence was reported.